Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons and the display screen is dim and faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: after examining under magnification, unable to confirm any breaks in sealant around the display lens. Investigators observed excessive sealant on left side of lens. The lens is intact and not ' lifting up' from pump case. Observed the text on the display screen is dim/faded and discolored. Investigators observed intermittent responses to button presses on the 'up' button. Multiple button presses are required before the 'up' button engages. The 'down', 'contrast' and 'ok' buttons respond to user input. No visible damage on the keypad. Evaluation revealed that there was contamination forming on all button contacts. (B)(6).